Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor position encoder error. The patient's blood glucose was normal and did not require medical treatment. There was a motor position encoder error alarm in the alarm history. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump passed the stop current and run current tests. Unable to verify alarm or perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corners and minor scratched display window.